Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has cosmetic damage. Customer stated that two weeks ago the insulin pump was exposed to x-ray. The insulin pump alarmed motor error. The blood glucose reading is 260 mg/dl. Treated with insulin pump. The drive support cap is protruded. Nothing further reported.